Event description:
Patient reported via sus voluntary medwatch, mw5091104, "I experience many unexplained symptoms: anxiety, depression, irretrievable bowel. Tingling in hands. All lab results and imaging are normal." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).